Event description:
Healthcare professional reported "deflation" against left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening curved on anterior, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on anterior, sharp opening on fill channel and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on anterior (plug strap disk shell) and fill channel assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.